Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and non-calcified arteriovenous fistula. A 7.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. During first inflation at 16 atmospheres, the balloon burst. The balloon was removed directly after pressure relief and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and no-calcified arteriovenous fistula. A 7.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. During first inflation at 16 atmospheres, the balloon burst. The balloon was removed directly after pressure relief and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 51 mm in length and extended from a position 6mm proximal of the proximal markerband to 4mm distal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.